Event description:
As reported per the edwards field clinical specialist (fcs), during a transfemoral tavr procedure the valve deployed 80:20 aortic, with 2-3+ central aortic regurgitation (cai). The diastolic bp was decreasing, which was indicative of the severe cai. It was determined that a second 26mm sapien was appropriate for placement, which was deployed in the 60:40 aortic position. The aortic regurgitation resolved to mild. The patient's diastolic bp increased within normal limits. Additional information revealed the patient had bulky valve/leaflet calcification, and no aortic root calcification. There was good coaxial alignment of the valve and delivery system, and good image intensifier angle. There was no loss of pacing capture. Ventilation was not held. The pre-deployment position was considered 50:50.